Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have had jaw popping and locking and chipping of their teeth. This all began after starting the aligner treatment. These problems have been painful, frustrating, and clearly caused by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.